Manufacturer narrative:
Pump was received with constant failed battery test alarm after battery insertion. Unable to perform the displacement test due to failed battery test alarm. Swapped out the test case and pump functioned properly. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the back of the battery compartment. Failed battery test alarm was isolated to the case (hardware error). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack on the back below the battery cap. The customer reported no adverse event. The event involved in the product was mmt-1885l. Troubleshooting was partially performed for cosmetic damage. No harm requiring medical intervention was reported. Mmt-1885l was returned for analysis.